Event description:
It was reported the duodenovideoscope displayed a cloudy image and a blocked channel. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the investigation results, since no images were provided by the service business center, no foreign matter could be confirmed to be attached to the forceps channel or objective lens, and the foreign matter could not be identified. Despite good faith attempts, additional information and the cleaning disinfection and sterilization (cds) processes were not shared. The root cause of the foreign matter remaining on the device could not be identified. The suggested events are detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.